Event description:
An implantable cardiac defibrillator (ICD) and lead were returned with information that the patient was deceased. Information identified in the manufacture database indicated the patient died five months post implant of the ICD system. Further information obtained by the patient's cardiologist indicated the patient was hospitalized with a urinary tract infection and septic shock two weeks prior to death. When the patient was discharged the physician stated the patient was "doing poorly". The patient was not pacemaker dependent. The cause of death has been requested and not received.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.